Event description:
The hcp reported that a catheter tip broke off and remains in the intrathecal space following a catheter revision procedure. The hcp reported that the pt had fallen at home and the catheter was severed where it entered the spine. The pt was not having symptoms at the time of the consultation and the hcp did not recommend removal of the tip, as it would be a complex surgery. The pt is experiencing pain at the time of this report. Two catheters have been implanted in this pt and it is uncertain which catheter is involved. A follow-up report will be sent if additional info becomes available.